Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a patient on the leukemia/bmt unit was receiving chemotherapy at 999 ml/hr when the tubing cracked and broke above the luer lock connection resulting in a chemo spill. The leak did not occur at a connection point, and was discarded after the event. No patient or clinician harm was reported.